Event description:
The reporter noted: "the head of the screw broke when inserting. No clinical consequences to the patient." Additional information has been requested.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.